Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent damage or dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us. The product code and the PMA # is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that during unpackaging of the 3.5x23mm xience prox stent delivery system (sds), the stent implant was noted to be crushed and dislodged from the balloon. Reportedly, there was no resistance noted during removal of the stylet and protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another xience sds was used to successfully complete the procedure. There was no additional information provided.